Manufacturer narrative:
Batch review performed on 21 march 2018; lot 155173: (B)(4) items manufactured and released on 26 february 2016. Expiration date: 2021-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient came in complaining of pain two weeks after primary. The patient had fractured his femur. The surgeon is unsure if the patient fell due to the fracture or if the patient fell causing the fracture. The surgeon revised the stem and head with another company's product. The surgery was completed successfully.